Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was not able to be duplicated by a manufacturer repair technician through functional evaluation. Potential causes for the reported event include environmental factors, but this could not be confirmed. The helmet is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.